Manufacturer narrative:
A possible cause of sealant stuck to advancer tube is over-tamping by the user. Excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhering to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract. However, the device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1418203) indicated that the device lot met all established performance criteria prior to shipment. Based on the investigation performed, the probable cause for sealant adhered to advancer tube could not be conclusively determined.

Event description:
The following information was reported: the sealant was attached to the tamp tube when the tamp tube was removed. Sealant was stuck to the end of tamp tube. Failure to achieve hemostasis. Hematoma was noted size was smaller than a dime (less than 6cm) which occurred on the table before the site was dressed. Manual pressure was applied for 25 minutes. The patient was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure: peripheral.